Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 2017. However, the manufacturing site has provided the date as january 2017. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalyst-I, that has a similar product, catalyst-u which is distributed in the united states under 510(k) # k121091. Manufacturing year is 2017. (B)(4). Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of the system database for this particular patient showed there were three incidences of the 02-006 alarm, and all three were video triggered. The first 02-006 alarm occurrence happened while the lens fragmentation was firing, and stopped when a fluid loss bubble started to form but before it encroached into the firing zone. This is as expected, and the software and system behaved exactly as intended. After this alarm triggered, the user cleared the gui pop-up message, which made the system go to a state where it¿s ready to resume treatment, if the user desires to continue. Two seconds after clearing the gui pop-up message, the alarm triggered a second time, which the user again cleared the gui pop-up. Then 1.3 seconds after that, the alarm triggered a third time, after which the user cleared the gui pop-up, and gracefully undocked the patient. This second and third instance of the alarm occurred while the laser was not firing. Based on the review of the data, the software stopped the laser before the fluid bubble encroached into the lens fragmentation pattern, and thus we would not have expected a corneal scoring event to occur. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the fragmentation step of the cataract procedure and while the laser was firing the system experienced a suction loss in the left eye. Patient was moved below the microscope for the phaco step and surgeon noticed the corneal scoring. However, when patient came for first follow up surgeon reported that corneal scoring was not visible anymore. Surgeon also reported that capsulotomy was incomplete and during continuous curvilinear capsulorrhexis there was a capsule rupture.